Manufacturer narrative:
Relevant retention test strips (lot 368886) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.6 - 4.0 inr): qc 1: 3.0 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3%. No information was provided that would point to a cause for the result discrepancy. The result of 4.5 inr alleged by the customer was observed in the meter¿s patient result memory , but the result of 2.0 inr was not observed. The meter's time/date was also confirmed to be not set correctly. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter and his wife stated that the reporter's coaguchek xs meter serial number (B)(4) measured questionable values. The reporter stated that he was getting low values, but his wife stated he was getting high results. The reporter stated that he was a value of something like 11. The meter memory was checked and the last value was 11 % quick (4.5 inr) at 6:57 on (B)(6) 2008. The reporter did not know the correct date and time for the result. The date, time, and units were incorrectly set on the meter. The date, time, and unit settings were updated. The reporter stated that he tested with the meter on (B)(6) 2019 at an unknown time and the result was 2.0 inr. The reporter's wife stated that the last value of 4.5 inr in the meter memory was measured on (B)(6) 2019 at an unknown time. The two values from (B)(6) 2019 are discrepant. No adverse events were alleged to have occurred with the reporter. The reporter did not receive treatment or a change in medication based on the meter results. The reporter currently feels ok. The reporter's therapeutic range is 2.0 - 3.0 inr. The reporter's testing frequency is every two weeks. The reporter's product was requested for investigation and replacement product was sent to the reporter.